Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since it was manufactured over 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, a definitive root cause of the communication error could not be identified, nor could the phenomenon be confirmed/reproduced. Water immersion was found in the cable. Therefore, it¿s likely the cause of the communication error is related to a temporary communication failure occurrence. The event can be detected/prevented by following the instructions for use which state: -never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: there was connector electrical contact discoloration, the connector was cracked, the cable was twisted, the head free lock lever had corrosion, the head scope mount had corrosion, the head main body lens were scratched, and the head imaging cable was submerged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, there was a scope communication error while using the camera head. The issue occurred during preparation for use for a diagnostic procedure, and the procedure was completed with the same set of equipment. There were no reports of patient harm.